Event description:
Customer reported "lvp8100 over infusion." Customer reported, nurse intended to infuse lidocaine as a continuous drip at 8.53 ml/hr. Device delivered a volume of 19.4 ml faster than expected. No pt harm or medical intervention required. Although requested, no further pt or event details provided.

Manufacturer narrative:
(B)(4). The event logs have been received. The biomed will also be returning the pump module but it has not yet been received. A f/u report will be submitted with investigation results once the pump is returned and the eval is completed.